Event description:
The customer reported high white blood cell (wbc) and diff background results during startup on a coulter lh 750 hematology analyzer. The customer had mixed and replaced diluent and diff reagents and reported that the reagent dispensers were ok and had been primed multiple times. The instrument was considered down and the customer requested service. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/13/2015. The fse reviewed the startup file and confirmed that the wbc and diff backgrounds were high. He removed and cleaned the wbc apertures, cleaned the aperture housing, replaced the black striped tubing for the count chamber and changed the o-rings for the apertures. He ran ten samples and performed a shutdown then startup. The diff background passed, but the wbc remained high. As part of continued troubleshooting, the fse replaced the wbc diluent dispenser, put on a new box of diff lyse reagent, and changed the lyse restrictor line for the wbc bath with no change to the wbc background value. The fse then removed and cleaned the blood sampling valve (bsv) and changed out the aspiration check valves. The fse ordered parts for a return visit with the instrument left down. The fse returned and replaced the diluent/clenz chamber, red blood cell (rbc) and wbc diluent dispensers with no resolution. A new bsv was installed and the wbc background dropped within range. The diff lyse pump was also changed because it was failing. The diff sample shear valve was also changed. The repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
The blood sampling valve (bsv) component was returned to beckman coulter for evaluation. The bsv was cleaned and tested per procedure, and was found to be defective. Testing resulted in wbc counts that were higher than specification during the primary and secondary mode reproducibility test, confirming the field reported failure.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.